Event description:
It was reported that a patient had a previous history of granuloma at the tip of her catheter. The reporter indicated that the pain was being managed "fine at this point". Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).